Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse events occurred from the damaged batteries or charger. Manufacture dates: charger sn (B)(4) - 03/24/2014.

Event description:
A us distributor reported that a patient's battery would not power on a monitor and the charger would not power on.